Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as rash on their lower back. Patient also mentioned having an allergy to latex. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed benadryl and bandaged the area for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.